Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The operator performed three separate delivery accuracy tests. The analyst was unable to duplicate the customer's problem, three different delivery accuracy tests were performed all of which were within the published plus or minus 6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received that this smiths medical cadd legacy pump was ?calibrated about 10 percent off". No adverse effects were reported.